Event description:
It was reported that, intra-op, the implant was loaded on to the inserter and placed on the border of the vertebral body. The surgeon used a small mallet to gently introduce the implant into the interbody space. After three or four taps the implant broke in situ. Another implant was loaded and the same situation occurred. The implants came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).